Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope distal cover fell off and was discovered in the back of a patient's mouth upon extubation at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.